Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon receipt of additional information, it has been determined that the reported device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that incoming inspection member found a part of the seal on the sterile package was peeled off.